Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for non-union. It was reported that during a spinal procedure to address a prior non-union, domino connectors and set screws were used to place a m ulti-rod construct for increased stability. The domino connectors and set screws broke and splayed during tightening, resulting in the inability to achieve final tightening. Six domino connectors and sixteen set screws were wasted as each attempt to tighten caused splaying and damage. All connectors and set screws were explanted and replaced with another manufacturer's product. There were no patient complications or symptoms have been reported as a result of this event. Additional information was received via manufacturer representative that the implants didn't break. They splayed. Meaning they were deformed and would not work appropriately after they were deformed. Therefore, they were discarded. It is a design flaw of the implant. The material makeup isn¿t strong enough to handle the stress it was under and we do not have tools to prevent it from deforming.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via manufacturer representative that procedure performed was t10-pelvis revision.